Event description:
There were two events in 2014 involving two devices:1) a green light handle cover was placed on the light at the beginning of the case. It was immediately noted that the cover was split along the handle portion.2) a sterile light handle cover was placed onto the overhead or light. The plastic tore along a seam of the light handle.